Manufacturer narrative:
Device is not distributed in the united states but is similar to distributed united states product. (B)(4).

Event description:
T2 pre-deployment the first needle deployed successfully but the system automatically fired the second needle without the surgeon touching it. Ultra was used and again was unsuccessful. Different batch number used and the same happened again. The surgeon is very experienced with the kit and deemed the kit to be faulty. ((B)(6) for batch lot# 50530565 and (B)(6) for batch lot# 50522212).

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4)

Event description:
Additional information received stated that the case was a knee arthroscopy and meniscal repair. No implants were left behind as they were removed with a grasper. The meniscal tear was repaired. Axial alignment was maintained throughout. The device has been discarded.